Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an infection at the ins site. Patient got an insect bite over their ins area, maybe a mosquito, and the site got infected and there was an open wound. It was noted patient was currently on bastrom/antibiotics. Explant had not been scheduled yet. No further complications were reported.